Manufacturer narrative:
Lot: unknown. The account commented that the lot number could be either cc09439 or cc13331. UDI: unknown, as the lot number was not provided. Expiration date: unknown, as the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). Unknown, as the lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when loading the intraocular lens (iol) into the cartridge, the cartridge tip broke. There was no harm to the patient. No further information was provided.

Manufacturer narrative:
Additional info: the cartridge was returned at the manufacturing site for evaluation and the lot number was revealed. Therefore the following fields were updated: lot: cc13331, UDI: (B)(4), expiration date: 11/6/2018. Device available for evaluation, returned to manufacturer on: 08/22/2018. Device manufacture date: 11/6/2017. Device evaluation: the cartridge was received inside an open tray in a bag. The cartridge was observed under the microscope and it was observed with an open intraocular lens (iol) in the loading zone. Traces of lubricant were observed in the loading zone of the cartridge. No lubricant residue was observed inside the cartridge. The cartridge tube and tip were observed without damages. The customer's reported complaint was not verified in the return sample. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing visual inspection of each cartridge (100%) is performed by the operators. They also inspect the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.